Manufacturer narrative:
Pending evaluation of device.

Event description:
It was reported to gore by conmed ((B)(4)) that during an ercp (endoscopic retrograde cholangiopancreatography). The gore¿ viabil¿ biliary endoprosthesis distal 4 cm, unraveled on removal. Reportedly the remaining proximal 2 cm stent is embedded into the tissue and was not able to be removed. It was reported that the proximal 2 cm of stent remains in the duct. Reportedly there was a 7 hour delay in the procedure. Reportedly a plastic stent was placed to keep the duct patent. It was reported that a removal procedure was scheduled for (B)(6) 2021. Reportedly the patient went home.

Manufacturer narrative:
H6: it should be noted that the gore® viabil® biliary endoprosthesis instructions for use addresses the following: "this product is not intended for removability, and is considered a permanent implant".

Manufacturer narrative:
Updated h6: removed code 24 (d1103) replaced with code d1101.